Manufacturer narrative:
The surgeon stated that there was no pt injury and the tip was removed easily by forceps. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an domestic event that occurred on (B)(6) 2013 during a sinus surgical case when acclarent balloon dilation technology was used. After dilated the left, when the physician removed the guide catheter, the blue distal tip came off in the middle meatus area, the physician went in with 45 degree forceps to retrieve the blue tip of the catheter. There was no pt injury.